Event description:
A caller reported that the freestyle libre 2 sensor detached prematurely, after the 8th day of wear. The customer experienced a seizure and was unable to self-treat, requiring treatment from both an hcp and a non-hcp however, no further details were provided as the caller did not have any more memories of the event. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. Further investigation was unable to be performed. Therefore, issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Based on returned product download, section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre 2 sensor detached prematurely, after the 8th day of wear. The customer experienced a seizure and was unable to self-treat, requiring treatment from both an hcp and a non-hcp however, no further details were provided as the caller did not have any more memories of the event. No further information was reported. There was no report of death or permanent impairment associated with this event.